Event description:
During setup of tpn infusion, patient's caregiver incurred a motor stall error on curlin pump. She called the answering service. Pharmacist helped her program back up pump according to settings. Newly programmed curlin pump sent on delivery next day and malfunctioning pumps picked up. Malfunctioning pump returned to one-track/mds with notification of error. No delay in therapy.